Event description:
A malfunction alarm was reported, associated with malfunction code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance to reset the pump from technical support and was instructed to call back if the malfunction code recurred. The customer acknowledged the instructions and confirmed understanding, and they may continue to use the pump.